Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was 94 mg/dl. Customer was attempting to input her glucose results into the device when it alarmed. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The up arrow button on the insulin pump had intermittent response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratches on the reservoir tube window, cracked case at reservoir window corner, cracked reservoir tube window, and missing end cap sticker.